Event description:
It was observed that during the device evaluation, the subject device exhibited image is yellowed (green screen) and outer protective layer of the universal cord is broken, the insertion section failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image screen was due to the insertion section failure, the outer protective layer of the universal cord was broken. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.